Event description:
User alleges one incident where the catheter broke off and stayed in the pt.

Manufacturer narrative:
Results evaluations: a review of mfg records could not be performed as the user facility did not record the lot number. The actual sample was not returned for evaluation. Based on history, this type of event is typically caused by the user pulling the catheter back against the needle bevel. The instructions for use has a precaution "never withdraw catheter back through needle."